Manufacturer narrative:
Event year reported as 2019; however exact date of postoperative implant cut-out is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The complaint condition that an implant cut-out occurred could be confirmed according to the received x-rays. A device history record (DHR) review was conducted: part: 04.168.280s, lot: 1l36608. Manufacturing site: (B)(4). Release to warehouse date: 07 september 2018. Expiry date: 01 september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, re-operation was performed to replace the implants to an artificial bone head, due to implant cut-out. Originally, the patient got femoral neck fracture on (B)(6) 2019. Thus, the patient underwent an open reduction internal fixation (orif) with femoral neck system (fns) system for femoral neck fracture (B)(6) 2019. On (B)(6) 2019, slight shortening of the bone was observed. On (B)(6) 2019, shortening of the bone was observed. On (B)(6) 2019, an implant cut-out was confirmed via x-rays. The removal and re-operation have been successfully completed. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: fns plate (part #: 04.168.000s, lot #: l885537, quantity: 1) and locking screw with stardrive self-tapping (part #: 412.215s, lot #: 1l48770, quantity: 1). This report is for one (1) bolt for femoral neck system 80 mm length-sterile. This is report 1 of 2 for complaint (B)(4).